Manufacturer narrative:
(B)(4). Method: the complaint hc150 respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the power cord was damaged with exposed wires. Conclusion: without the complaint device, we are unable to confirm the reported fault. The hc150 respiratory humidifier is used to warm and humidify gases delivered to patients requiring continuous positive airway pressure (CPAP) therapy or mask ventilation. The user instructions states the following: "never operate the hc150 if it has a damaged cord or plug, if it not working properly, or if any part of either the hc150 or the humidification chamber is dropped or damaged, or dropped in water." "Keep the cord away from heated surfaces."

Event description:
A healthcare facility in california reported that the power cord was damaged on a hc150 respiratory humidifier. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint hc150 respiratory humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord was damaged on a hc150 respiratory humidifier. There was no reported patient involvement.